Event description:
Broken needle [medical device complication]. Case description: a diabetes nurse specialist reported that a woman, who is using novofine needles (insulin delivery device) due to diabetes mellitus (type and duration unknown), experienced that a needle broke off while using it in 2004. On the same day after mounting a new needle and performing an air shot, the woman injected the insulin subcutaneously in the abdomen. When withdrawing the needle, it broke off and remained in the skin. The woman went to the emergency room and was remitted to the acute surgical department at the hospital. A scan was performed and the needle was found. The needle was removed surgically. The final outcome is not reported. It is reported that the woman's diabetes is well regulated and that she changes needle before each injection and performs air shots.